Event description:
It was reported by the customer that the device had an error code logged in memory. This error code is indicative of a device failure that would inhibit the use of the defibrillator function. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.